Manufacturer narrative:
Investigation summary two (2) customer photos were received for evaluation. Upon review of the photos, there is a previously used bd push button blood collection set appearing to have blood leakage. In addition, bd sumter received one (1) physical sample for review and analysis. The sample was visually inspected with no defects observed. Further submerged leak testing could not be performed due to the sample being contaminated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated the device had ¿blood leakage at seams during use¿

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set; medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultra-touch¿ push button blood collection set had blood splatter/leakage, or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated the device had ¿blood leakage at seams during use¿